Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the abutment screw loosened in the patient's mouth. It was retightened. Unable to provide additional details but indicted that it was an encode titanium abutment. Doctor indicated that there was no damage to the implant internal threads. Will provide x-rays when available.

Manufacturer narrative:
Zimvie did not receive one (1) unknown biomet screw for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the [reported product] is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per (B)(4), the most likely root cause determined from the investigation are missing or confusing instructions for use and abutment screw is not torqued to specification. Therefore, based on the available information, a device malfunction could not be verified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: h3: changed "yes" to "no". Device was not returned.

Event description:
No further event information available at the time of this report.